Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 9epeg04b using a blood sample, which gave a satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured in section as the customer's weight was not provided.

Event description:
The customer reported that she obtained a high reading on the contour next link 2.4 meter. No specific reading was provided. The customer also had her meal. According to her physician's prescription of based on high reading, she took additional 50 units of novolog insulin bolus. The customer was feeling well. Around two hours later, the customer started experiencing symptoms of hypoglycemia such as sweating and then became unconscious. The customer's husband gave her candies but she was not responsive, so the customer's husband called paramedics. Upon the arrival of paramedics, they checked customer's glucose levels with their meter and obtained a reading of 26 mg/dl. The paramedics gave intravenous sugar solution to the customer, after which she recovered well. Her blood glucose was measured again and it was up to 113 mg/dl. The customer was advised to return the product for evaluation. A replacement meter kit was sent to the customer.